Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d2, d4, g1, g3, g6, h1, h2, h3 and h6. As reported, a 6f/7f mynx control vascular closure device (vcd) was unable to be advanced fully through an unknown sheath. There was a lot of friction when pushing inwards, and it was removed without force. There was no reported patient injury. A non-sterile ¿mynxcontrol vcd 6f/7f (ce mark)¿ was returned inside of clear plastic bag for analysis. During visual inspection, it was noted that button 1 and button 2 were not depressed. The stopcock was set on the open position. The sealant remained in the manufacturing position swelled by the blood saturation and was prematurely exposed. No damages were observed to the atraumatic wire. The procedure sheath was not returned for analysis. The device is blood saturated. An insertion/withdrawal test could not be performed due to a damaged sealant sleeve. A magnified image of the sealant sleeve was obtained under the vision system and a kinked condition was found on the outer sleeve. The complaint reported by the customer ¿mynx control system-impeded¿ was confirmed. A kinked condition was found on the sealant sleeve assembly, which may have caused the reported issue. The complaint ¿mynx control system-deployment difficulty-premature¿ was also confirmed. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the information available for review and product analysis, procedural/handling factors (there was excess force applied when using the device), and/or the condition of the sheath (although not returned) may have contributed to the kinked/bent condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the product analysis suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) was unable to be advanced fully through an unknown sheath. There was a lot of friction when pushing inwards, and it was removed without force. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: review of product evaluation images demonstrates the sealant was exposed.